Event description:
It was reported that prior to the start of a da vinci-assisted sleeve gastrectomy surgical procedure that a non-recoverable fault occurred. The intuitive surgical, inc. (Isi) tech support engineer (tse) looked at the error logs and found error 256, which points to the emergency stop button being depressed. The site found that the button was stuck in the down position. The tse had the site shut down and disconnect the blue fiber cable. The site completed the procedure using the second surgeon side console (ssc). There were no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the emergency stop switch to resolve the issue. The system was tested and verified as ready for use.